Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, pulsatile bleeding was present from the marker port (lumen). The foot was opened (deployed); however, outside of the artery. The sutures were deployed, but within the tissue tract. The knot was formed and used to remove the suture from the tissue tract. No additional information was provided.

Event description:
It was reported that prior to a valvuloplasty procedure, pre-close placement of the sutures was attempted in the right common femoral artery through a 5-french access site using perclose proglide device. Reportedly, although some resistance was felt during device advancement over a guide wire, the cause of the resistance could not be identified and deployment was able to be continued. However, when the needle plunger was removed, the sutures were released from the device. The device was removed and the sutures of two additional proglide devices were deployed and set to the side. The access site was upsized to 12-french. After the valvuloplasty procedure, the knots from proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number changed from 40814k1 to 40908k1. (B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance felt during device advancement over a guide wire was not confirmed. During analysis of the returned device, the device was successfully back-loaded over a .036-inch proxy guide wire. Additionally, analysis of the returned device noted the suture was returned outside the device with its loop and pre-tied knot properly formed confirming the reported failure to deploy the suture. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.